Event description:
It was reported the customer was receiving no delivery alarms while changing their infusion sets. The customer stated the alarms were recurring. Customer's blood glucose was 160 mg/dl. Troubleshooting found insulin was not able to exit from the tubing with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. It was also found changing the reservoir resolved the issue. No additional information provided.

Manufacturer narrative:
(B)(4) analysis evaluated one opened used reservoir. Inspected reservoir, snap cap and septum for anomalies. None were found. Ran occlusion test as follows reservoir filled with diluents and connected to a new infusion set. Installed reservoir and connector into the pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Reservoir not occluded. (B)(4).